Event description:
Attorney alleges that the patient underwent surgery for implant of two unspecified bard/davol ventralight st mesh on (B)(6)2017 and (B)(6)2020. As reported, the patient is making a claim for an adverse patient outcome against both the devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6)2017 ¿ patient was diagnosed with recurrent incarcerated incisional hernia thereby underwent laparoscopic repair with the implant of ventralight st mesh using echo ps (device 1). Per op notes, ¿transverse colon appeared to be incarcerated into the superior aspect of the hernia. There was a eventration of biologic mesh through the hernia defect with a gap at inferior aspect. A ventralight st mesh using echo ps (device 1)was placed in abdomen and secured to anterior abdominal wall using tacks.¿ (B)(6)2020 ¿ patient was diagnosed with recurrent incarcerated incisional hernia thereby underwent robotic repair with the removal of mesh device 1) and implant of ventralight st mesh using echo ps (device 2). Per op notes, ¿small bowel and transverse colon was taken off the old mesh. The previous piece of mesh (device 1) was removed. Fascial defect was reapproximated for large ventral defect in periumbilical. A ventralight st mesh using echo ps (device 2) was placed into abdomen and elevated to anterior abdominal wall using sutures.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and corrected the brand name and 510(k). Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jan -2017) is considered to be the best estimate. Updated data: a2, b3, b4, b5, b7, d3, d4 (product catalog no, UDI no, corporate lot no, expiry date), d6.b (date of explant), g3, g6, h2, h4, h6, h10 corrected data: d1 (brand name) and g4 (PMA 510k) this supplemental emdr represents the bard/davol ventralight st w/ echo (device 1). Additional supplemental emdr was submitted to represent the bard/davol ventralight st w/ echo (device 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned

Event description:
Attorney alleges that the patient underwent surgery for implant of two unspecified bard/davol ventralight st mesh on (B)(6) 2017 and (B)(6) 2020. As reported, the patient is making a claim for an adverse patient outcome against both the devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol ventralight st (device #1). Additional emdrs were submitted to represent the bard/davol ventralight st (device #2). Should additional information be provided, a supplemental emdr will be submitted. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Not returned.